Manufacturer narrative:
The pump was received with an intermittent button response due to the moisture damage on the keypad traces. There were no numbers scrolling up noted. The pump had a cracked case at the display window corner, a minor scratched lcd window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 184 mg/dl at the time of the incident. Customer stated that when he puts in his carbs, it just kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.